Event description:
It was reported approximately seven weeks post implant the patient developed a pocket infection. The implantable pulse generator (ipg) was explanted and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.